Event description:
It was reported that during an orif distal radius procedure, the pin that holds the handle in a depth gauge came out. The surgeon had to use both hands on the depth gauge to complete the surgery. The surgeon did not give the sales consultant any further information. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the handle was received separated from slider body. The dowel pin that secures the handle to the slider body is missing and was not returned for evaluation. The protection sleeve is also missing and was not returned for evaluation. White residue exists all over the handle. Several scratches and nicks exist on the entire device. There are several areas where the anodize layer has worn through to the base metal. The returned device was manufactured in february 2006 and is over 6 years old. (B)(4). This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. The returned devices design is adequate for its intended use and did not contribute to this complaint condition. This complaint is invalid from a design perspective. The design was reviewed, is adequate for its intended use and did not contribute to this complaint condition. This complaint is invalid from a design perspective.